Manufacturer narrative:
The serial number for one e602 module was (B)(6) . The serial number for the other e602 module was not provided. The competitor method was a beckman coulter dxi800 instrument. The field application specialist (fas) checked both e602 modules and qc was acceptable. The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys cortisol ii (cortisol ii) on 2 cobas 8000 e 602 modules compared to a competitor method. The initial result from the e602 module was 1002 nmol/l. The repeat from the competitor method was 513.88 nmol/l. The repeat from a different e602 module was 1023 nmol/l. The repeat from the competitor method was 529.85 nmol/l. The results from the competitor method were believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. The sample is no longer available for investigation. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The patient is pregnant. Product labeling states: "pregnancy, contraceptives and estrogen therapy give rise to elevated cortisol concentrations." The customer's calibration and qc data do not suggest a general reagent issue. As the sample was not available, the cause of the event could not be determined. The investigation did not identify a product problem.